Event description:
It was reported that the user¿s ilet was not showing dexcom g7 glucose values despite the dexcom mobile app displaying readings, and troubleshooting identified the ilet sensor type set to g6 instead of g7; the user updated the ilet sensor setting to g7 and reentered the g7 pairing code, after which glucose values appeared. Symptoms included high bg of 317 mg/dl. Outcomes included no impact reported. Investigation included guided troubleshooting and education to review cgm settings and re-pair the sensor. Investigation of this case revealed user setup error related to incorrect cgm sensor type selection and pairing configuration, which was resolved by correcting the sensor type and reentering the proper pairing code. It was concluded, based on previously established findings for similar reports, that the cause was user configuration error.